Event description:
Procedure type: sils total hysterectomy. According to the reporter: during the case, while attempting to unload needle, a click was heard and felt. When jaws opened the needle fell out. Needle was not in patient. There was no report of pieces falling into the cavity or impacting the patient. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. No patient injury was reported.

Manufacturer narrative:
(B)(4).